Event description:
It was reported that the health care professional (hcp) was make programming changes to the pacemaker. The pacemaker was exhibiting far-field oversensing, which contributed to inappropriate sensing behavior. As well the pacemaker was also exhibiting under sensing low-amplitude atrial signals, specifically atrial flutter. As a result, the device did not detect the arrhythmia appropriately, and no atrial tachy response (atr) mode switch occurred. Technical services (ts) reduced the atrial blanking period and also the atr trigger rate was lowered. This device remains in service. No adverse patient effects were reported.